Event description:
It was reported that the suturecut needle driver instrument had a broken casing. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument housing (which the customer referred to as the "casing") and chassis were intact, with no evident signs of damage. During evaluation, engineering observed a 2" section on the instrument main tube which had material removed. The damaged area was located on the distal end of the main tube, directly above the proximal clevis and covered half of the outer diameter. It was determined that the damage to the main tube was most likely caused by a defective cannula accessory. No other damage was found.